Manufacturer narrative:
Cmp-0587241 this final report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, h1, h2, h3, h6, h10. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00167-1, 3002806535-2020-00168-1 as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is unknown. A review of the complaint database could not be performed as item number is unavailable. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: unknown oxford bearing component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00167, 3002806535-2020-00168. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed.